Event description:
It was reported that the ventilator generated alarms indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The o2 gas module was replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue. The returned gas module has been tested in a ventilator. It passed the pre-use check. During the ventilation for 24 hours, the o2 concentration was at 62% instead of 60% which is still within specification. Replacing a printed circuit board (pcb) inside the gas module resolved this small deviation. The o2 gas module has been tested in a gas module test system. The test shows that the gas module is delivering a small extra amount of gas flow, which explains the deviation of the o2 concentration. The root cause for this pcb deviation has not been established. The o2 gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-n. Corrected brand name: base unit servo-n. D4 ¿ version or model # - previous version or model #: servo-n. Corrected version or model #: 6688600.